Manufacturer narrative:
Citation: hioki h, watanabe y, kozuma k, et al. Validation of reliability and predictivity of membrane septum length measurements for pacemaker need after transcatheter aortic valve replacement. Catheter cardiovasc interv. 2022;100(5):868-876. Doi:10.1002/ccd.30377 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the predictive value of membrane septum length for new pacemaker implantation after transcatheter aortic valve replacement (tavr). Medtronic self-expandable valves (corevalve and evolut r) and non-medtronic balloon-expandable valves (sapien xt and sapien 3) were used in the study. Overall, the authors observed 31 cases of new permanent pacemaker implantation within 30 days of tavr (median time for pacemaker implantation was 8 days after tavr). Sixteen of these cases involved patients implanted with self-expandable valves. Pacemaker implantation was performed if new onset atrioventricular block (degree unspecified) persisted after monitoring with temporary pacing for a few days after tavr. No additional adverse patient effects were noted.